Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received shocks for noise due to a right ventricular (rv) lead fracture. In addition, the rv lead had high undefined pacing impedance. All therapies were turned off. A lead explant and replacement was attempted but was unsuccessful due to patient anatomy and the lead remains implanted. No further patient complications have been reported as a result of this event.